Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited low impedance measurements. The physician elected to cap and replace the lead during a scheduled device change out procedure. The lead also exhibited an insulation anomaly. The patient was in great condition post surgery.